Event description:
A gore thoracic endoprosthesis was successfully implanted. Upon the withdrawal of the gore 24fr introducer sheath, the external iliac artery ruptured. The vessel was surgically repaired by expanding the access site and using a vascular graft. The patient's condition was stable following the procedure.